Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the device, once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was sucked into the MRI machine while in use on a patient. There was no patient harm associated with this reported event. The customer stated that they did not have a 15 foot patient circuit connected to the patient. Per manufacturers specifications, the ventilator's minimum distance requirements are 12 feet.